Event description:
It was reported that when the patient presented for a follow-up, noise was observed on the atrial egm. The physician suspects external interference. The patient will continue normal follow-up.